Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a "watchdog test failed" error occurred when the device powered on and went into ventilation mode. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse). The rse evaluated the event log with the bme and found that the 100b error code was logged. Investigation is ongoing.

Manufacturer narrative:
H10 multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.